Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. The investigation was unable to determine a conclusive cause for the reported leak. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was confirmed that the leak was observed when the device was used in the patient and the balloon was inflated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the complaint device is returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that there was an issue with the mini trek rx 2.00 x 20 mm balloon dilatation catheter and that the balloon is defective; there was leakage and could not be used. No additional information was provided.